Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that a rod was broken. A revision surgery was done to replace the broken rod. No further details are known at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. However, x-rays show ap and lateral scoliosis views show severe paralytic curve with apex at approximately t11 >100 degree curve. Severe kyphosis through thoracolumbar spine and lordosis in mid thoracic spine. Great correction achieved with bilateral t3-l5 construct. Rod failure has occurred in subsequent films bilaterally at about t8 with minor loss of connection, pseudoarthrosis is supsected.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.